Event description:
It was reported that after a port revision procedure on (B)(6) 2011, the patient did well for about 3 weeks. The patient presented to the ER with the lower abdominal pain. A CT scan was performed and indicated the tubing was disconnected. At this point, patient has not been scheduled for another procedure.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Device remains implanted.

Manufacturer narrative:
(B)(4). Strain relief returned disconnected from port. The injection port with 3.5cm of catheter, the locking connector and the tubing strain relief were returned for analysis. Biological debris was observed around the hooks. The locking connector was still connected to the port with 3.5cm of catheter. The actuator ring was on locked position. The tubing strain relief was disconnected from the locking connector. Dimensional analysis was performed and found within specification. The complaint cannot be confirmed for port disconnection. Dimensional analysis was performed and found within specification. The tubing strain relief was returned disconnected from the locking connector. To mitigate the strain relief 'migration' from the locking connector, a design enhancement has been implemented with the approval of the FDA to glue the strain relief to the locking connector. A DHR review was conducted, and no discrepancies were observed during the manufacturing process. No further investigation other than what is outlined in this file will be performed; a decision has been made to close this complaint to trending.